Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Additional information received indicated that the patient was noted as to be doing good. There was no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 29mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 12 years and 11 months due to degeneration leading to mitral stenosis and regurgitation. As reported, one leaflet had "prolapsed". A 29mm sapien 3 transcatheter valve was implanted within the edwards surgical valve using the transseptal approach with a successful result. No other information was provided.